Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on a patient with a fibroid. Sometime into the procedure, the physician noted "a piece of the blade" and "savings" fell into the patient's cavity. On (B)(6) 2014, it was reported the physician "removed the largest piece that broke off, but was unable to remove all the metal shavings". A resectoscope was used to remove most of the remaining fibroid. The patient was discharged home sometime after the procedure with no reported complications.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).